Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed all keys are unresponsive: unable to move past verify screen. There is visible moisture in display lens. Pump powers to verify screen. Keypad is fully intact. A case seal leak was found during leak test. Removed pump cover; moisture was present in pump . Removed keypad; no contamination was found under the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that today they went swimming and shortly after the keypad was unresponsive. The patient stated there were no cracks on the pump casing and no damage to the keypad. There was no moisture found in the battery compartment, cartridge compartment, or behind the display. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.